Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan to report the onetouch ultra2 meter would not power on. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided to customer service. On an unspecified date, the patient noted the reported meter would not power on; she was unable to obtain a blood glucose reading. The patient took the action of consuming less food and drink. The patient manages her diabetes with novolin insulin. Afterwards, the patient experienced several very low and very high blood glucose levels; she did not provide specific symptoms that were experienced. On approximately (B)(6) 2014, the patient was taken to the emergency room, where she received treatment with intravenous fluids. During the troubleshooting telephone call, the meter successfully powered on with both the test strip insertion and the power button. The issue was resolved. The meter, test strips and control solution were replaced. The patient¿s testing technique may have been incorrect, as there was no evidence of a malfunction during troubleshooting. However, as the patient allegedly suffered symptoms suggesting severe hyperglycemia and received emergency medical attention and treatment after the meter power issue occurred, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.